Event description:
Affiliate reports doctor took a postoperative x-ray and no problem was seen. A second x-ray was taken and swelling was observed at the site. The valve was removed because of a rupture between the connection valve and reservoir that resulted in fluid leakage.